Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer representative thought that both percutaneous leads were explanted. The patient only had one implantable neurostimulator (ins) and it was explanted. The patient had not been seen by a representative since the surgery but they were planning to see the patient on (B)(6).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the patient was seen by their manufacturer representative on (B)(6) 2014 and they had good coverage of their pain area however it was unknown if the therapy was effective as the stimulation was just turned on (B)(6) 2014. The device was going to be returned to the manufacturer.

Event description:
Additional information received reported the symptoms of shocking were resolved. It was unknown which components were involved with the issue. X-rays were performed and did not show any abnormalities. The cause of the event was unknown, but it was assumed to be device related. The patient was going to have surgery on (B)(6) to replace both batteries and leads.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received provided the confirmed date of the explant which was performed on (B)(6) 2014. Additional symptoms reported included no coverage of the area of pain and less than 50% therapy relief. The explant was performed due to the lack of coverage and for the "xxx" impedances found on the implantable neurostimulator (ins).

Event description:
It was reported the patient had a loss of therapeutic effect a couple weeks ago. The patient had turned their stimulation up to 8.5v. The night prior to this report, while working with the patient programmer, the patient suddenly felt stimulation come on and they felt a ¿punch to the back¿ and stimulation was then in both legs. The patient only requires stimulation in one lag. Starting the day of this report the patient had no stimulation sensation and a burning sensation that they had never had before. The manufacturing representative had turned stimulation off, but the burning sensation did not go away. An impedance measurement showed ¿xxx¿ on all contacts except ¿1/3 which was 2125 ohms and 7/13 which was 1082 ohms.¿ the manufacturing representative had run impedances again at 3.0v and the impedances were back to normal values between 980 and 2758 ohms. No known accidents or incidents were reported. The patient had not fallen in the last 2-4 weeks, but they had fallen in the past. The patient does walk with a cane for stability. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found had insignificant anomalies. The stimulator was functionally okay. The device had good stable output on all electrode pairs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.